Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. At implant the iliac limbs were patent in post op angiogram. It was reported that two weeks post index procedure the lower right iliac collapsed. The stent graft was not explanted. There is no additional information available. No clinical sequelae were reported and the patient is fine. The exact date of the event is unknown.

Manufacturer narrative:
(B)(4): evaluation results: inherent risk of procedure (occlusion). (Unknown cause of event). Evaluation conclusion: (unknown cause of event).